Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings were light with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328440, batch no. 8239954. Consumer reported scale print on syringes is much lighter than her previous boxes, problem was noticed within the past month. Lot # 8239954, product # 328440, exp 09-30-2023, consumer does not re-use.

Event description:
It was reported that scale markings were light with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 328440 batch no. 8239954. Consumer reported scale print on syringes is much lighter than her previous boxes, problem was noticed within the past month. Lot # 8239954, product # 328440, exp 09-30-2023, consumer does not re-use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for ink splatter. There was one (1) notification(B)(4) noted for ink rings. H3 other text : see h.10.